Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75mmx24mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75 x 24 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that stent strut was lifted up. The procedure was complete with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75mm x 24mm stent delivery system was returned for analysis. Examination of the stent under microscope found stent damage. Analysis identified distal stent damage with stent struts lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found tip damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75mmx24mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75 x 24 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that stent strut was lifted up. The procedure was complete with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.